Event description:
Event description boston scientific received information that this chronic implantable ventricular lead exhibited noise and was noted, during a normal device changeout procedure, to have been caught between the clavicle and first rib and stretched as this young patient grew. The lead was determined to be fractured and was surgically abandoned. Additional information was received that this lead exhibited high impedance measurements.